Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system entered standalone mode without prompt from the user. Restarting the imaging system resolved the reported issue. The reported issue occurred while the imaging system was left unattended for half an hour. No additional information was provided. There was no patient present when this issue was identified.